Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that one detached strut was not retrieved and it could not be accounted for fluoroscopically. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Patient had back pain, upon evaluation it was identified that the filter was mal positioned. Approximately, nine months post filter deployment, patient was scheduled for filter retrieval. Vena cavagram demonstrated the filter was missing 3 arms, one was outside the ivc lumen in the retro peritoneum, one in the left lobe pulmonary artery and the 3rd arm was not accounted for. The filter was retrieved successfully using retrieval cone and two detached arms were snared out. Therefore, the investigation is confirmed for filter malposition, filter limb detachment. However, the investigation is inconclusive for retrieval difficulties and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001).

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Patient had back pain, upon evaluation it was identified that the filter was malpositioned. Approximately, nine months post filter deployment, patient was scheduled for filter retrieval. Vena cavagram demonstrated the filter was missing 3 arms, one was outside the ivc lumen in the retroperitoneum, one in the left lobe pulmonary artery and the 3rd arm was not accounted for. The filter was retrieved successfully using retrieval cone and two detached arms were snared out. Therefore, the investigation is confirmed for filter malposition, filter limb detachment. However, the investigation is inconclusive for retrieval difficulties and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device was removed percutaneously after an attempted but unsuccessful percutaneous removal procedure. It was further reported that, one detached arm was not retrieved, and it could not be accounted for fluoroscopically. The current status of the patient is unknown.